Manufacturer narrative:
Findings: unable to download history file using carelink pro due to a47 alarm found in alarm history screen. A47 alarm due to corrupted history file. Unit had cracked reservoir tube lip.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.